Event description:
The bear 3 while set at 900cc delivered 200cc. The report stated that they checked the pt circuit and found no leaks, they changed out the ventilator and with the same settings the volume came back 900cc.